Manufacturer narrative:
A service & repair maintenance review was performed. The investigation of the complaint articles indicates that: the customer reported the tip of the screwdriver had a bent end and a missing tab. The repair technician reported the tip of the driver and slider were both bent. Bent is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the inter-lock screwdriver t25/3.5mm hex/224mm was found bent and missing a tab. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the complaint condition is confirmed as the distal tip of the main body on the returned screwdriver is deformed such that the tabs that mate with the movable inter-locking component are bent distally and a portion of one tab is missing. As the user technique and the conditions at the time of the damage are unknown, the root cause cannot be definitively determined. However, it is most probable that the method of use resulted in the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: part no:03.010.473, lot no: 7845596: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 05april2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.